Manufacturer narrative:
Other text: investigation completed on a smiths medical intubation/portex endotracheal tubes sacett complaint of pilot balloon disconnected results were revealed upon visual inspection on photo three. Sample for evaluation p/n 100/189/070 tube was submitted for evaluation and complaint confirmed. The manufacturing reviewed as prior to release of product the device passes at 100 percent. Based on the analysis conducted in the sample provided, the most probable root cause is that tube was broken off by the end user since a bitten mark was found in sample received.

Event description:
Device evaluation completed and summary in h 10.

Event description:
It was reported that immediately after intubating the product into the patient, the customer noticed the pilot balloon got disconnected. No patient injury.